Event description:
During a post stent dilatation procedure, the balloon leaked and a 031496wca cellulose acetate high efficiencyed and removed with successful results reported. The pt was monitored. Pt status is listed as "ok". Same case as pir #25913, MFR report# 2183819-1997-00038.